Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.

Event description:
The recipient reportedly experienced a tip fold over of the electrode array. On (B)(6) 2019, the recipient underwent repositioning surgery.